Event description:
It was reported that (1) tsw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the first time the device was fired it was ok, but jamming occurred when it was reloaded. Opened another stapler and it fired fine, there was no consequence to pt.